Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose of 43 mg/dl. Customer had calibrations following meals or insulin delivery. Customer did treat but the pump did not go off. Customer understood that there is a range difference between readings. Customer's blood glucose was 63 mg/dl and his blood glucose continued to drop even after he treated. Customer stated that this happened 2 days ago. Customer took coffee and 2 cookies and stated that he could not get out of the car. Customer could not talk back and his speech was slurred. Customer stated that his pump was going off at 43--60 mg/dl. Customer does not know why the threshold suspend did not turn on. Customer stated that he drank a half a gallon of juice. Customer declined to continue troubleshooting.